Event description:
It was reported that, during the operation for a normal pump battery replacement, the patient got an infection. The patient had been battling this since (B)(6). He went from a pain doctor to a wound care center because the wound would not heal. The patient was to have surgery on (B)(6) 2013 to remove the dead, dying or infected tissue, fat or skin in the where the pump was. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer that reported that 4 years ago when the patient had to have the pump replaced due to the battery getting low the patient got an infection at the opening of the skin where the pump was put in. Per the patient it was so bad the patient had to have an emergency operation that day. It took 2 and ½ years for the wound to close up. Per the patient they no longer had a pump in them and the patient was back on a lot of pills.